Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the tip cover exhibited a crack from the tip going up about 0.114 in length. The crack was a zig-zag line. No material is not missing from this crack. Failure analysis investigation also found that the tip cover had two separate scratches. One scratch was about 0.68 in size and the was 0.04 in size and both of the scratches had material missing. It was concluded that the scratches were likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Several attempts have been made to gather additional information from the initial reporter of this complaint; however, no additional information has been received. A follow-up medwatch report will be submitted to the FDA if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the scratches and missing material from the tip cover accessory, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a deep pelvic surgical procedure using the da vinci surgical system, after approximately 2 hours of use of the monopolar curved scissors (mcs) instrument with the mcs tip cover accessory installed, a crack in the transparent portion of the tip cover was observed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.